Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had right bent blade. A broken needle was lodged in right jaw of device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product (excessive manipulation) which would have caused or contributed to the reported incident. However, the investigation detected a secondary misuse of product (obstruction). This secondary condition may have had a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication. The jaws of the suturing device locked on the stomach of the patient. The jaws of the device could not be opened. In order to remove the stuck device, the stomach was pierced which caused tissue damage and resulted in the stomach being sutured. Surgical time was extended by 30 minutes or more due to the product problem. To complete the procedure, the surgeon utilized manual suturing.